Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose which started on (B)(6) 2017. The customer stated they went to bed with a blood glucose level of 200 mg/dl which they treated with a bolus. However, when they woke up their blood glucose level was 500 mg/dl. The customer had symptoms such as headache, abdominal pain, dry mouth, and stiff muscles. The customer also reported that they visited the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level during the incident was 350 mg/dl. They had woken up with a high blood glucose and went to work. They felt nauseated and had an upset stomach. They were treated with fluids, intravenous therapy, and was released. Troubleshooting was performed on the insulin pump. There was no malfunction noted. The device will not be returned for analysis.